Manufacturer narrative:
Received. Disinfected/cleaned org. Evaluated unit duplicated signal loss on multiple chanels. The receivers were an old version (ad). Replaced/updated all receivers with version (B)(4). Signal strength is with in specs of the service manual/ operators manual. No drops or spike were recorded after replacing all eight receivers. All functions were tested prior to shipment, return to customer. Repair complete and unit returned to the customer. Nihon kohden will submit supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that transmitters are having drop out and signal loss.